Event description:
It was reported by the customer that on (B)(6) 2010, the fiber tip broke off at 85,280 joules. Also, it was reported that it was unknown if the fiber tip was retrieved. No patient injury was reported. The device was not returned for evaluation.